Event description:
On 6-6-2000, an erbe sales representative, was informed of a required surgical intervention after a polypectomy with an electrosurgical generator. The generator was set in the "endocut" mode at a cut of 150 watts with a soft coag of 60 watts to remove a 2cm stalked polyp. After removing the polyp, the site bled and required surgery. Nurse stated that, "the polyp was too big to be resected and should have gone to surgery to have polyp removed."